Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history review of the reported sasuke catheter could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The cause of the reported event could not be identified as the subject device had not been yet returned to the manufacturer. Based on the obtained information and referring to known similar events, it was presumed that excessive stress generated with catheter manipulation might have been locally applied to the subject sasuke catheter while its distal segment had been caught by the heavily calcified lesion. Consequently, the catheter was separated. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] do not advance this product through a severely calcified lesion, severely stenotic lesion or occlusion lesion. Doing so may damage this product or a blood vessel. [Precautions] this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. [Malfunction and adverse effects] separation.

Event description:
It was reported that a stent deployment was performed to a heavily calcified chronic total occlusion (cto) lesion in the mid segment of the left main coronary artery (lmt) and left anterior descending artery (lad). When an asahi sasuke double lumen catheter was being used, its tip segment came off in the patient anatomy. It was informed that medical treatment was performed for the patient, who was stable and discharged after the treatment.